Event description:
Same case as manufacturer's report number 6000130-2005-00016. It was reported that prior to an unspecified treatment procedure, the nurse was unable to pass the kayak guidewire into the lumen of the balloon as the distal end of the guidewire was too big. They exchanged this kayak guidewire with a kayak from a different lot to successfully complete the procedure. The product was used with a terumo introducer sheath and powerflex balloon from cordis. No pt injuries or complications were reported. Pt status is reported as 'good'.